Manufacturer narrative:
Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 600 bd insulin syringes with the bd micro-fine¿ plus needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that when using bd micro-fine demi 0.3 ml syringes the needles were leaking transparent liquid substance. Before using the syringe the plunger was circulated 2 or 3 times through to the end of its stroke and a micro quantity of transparent liquid came out of the needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0265014 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that 600 bd insulin syringes with the bd micro-fine¿ plus needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that when using bd micro-fine demi 0.3 ml syringes the needles were leaking transparent liquid substance. Before using the syringe the plunger was circulated 2 or 3 times through to the end of its stroke and a micro quantity of transparent liquid came out of the needle.